Manufacturer narrative:
As reported, during a surgical procedure, avitene contaminated with foreign material. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Sample evaluation noted the surface of the foreign material has a diamond pattern on the surface. The avitene does not have a pattern it is a flat sheet. The tyvek lid has a square pattern. The tyvek lid was not cut and is not the source of the fm. Review of other materials in the cleanroom also show that there was no match to the diamond pattern of the ¿foreign material¿. As reported the fm was identified after applying avitene to the hemostatic site, and it was removed. As such it appears most probable that the fm was something used in the patient prior to placing the avitene. Possibly being a section of some other type of hemostat patch or material used to blot the site to clean the area. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, the avitene hemostat was used during a surgical procedure. After applying avitene to the site, it was observed that a foreign material was present, immediately removed and another avitene was used to complete the procedure. As reported, "the foreign material appeared to be a piece of the avitene packaging" and no damage on the outer package was noted. There was no reported patient injury.

Manufacturer narrative:
As reported, during a surgical procedure, avitene contaminated with foreign material. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, the avitene hemostat was used during a surgical procedure. After applying avitene to the site, it was observed that a foreign material was present, immediately removed and another avitene was used to complete the procedure. As reported, "the foreign material appeared to be a piece of the avitene packaging" and no damage on the outer package was noted. There was no reported patient injury.